Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. Log file analysis revealed no alarms and normal pump parameters for the 14 days leading up the reported event. On-site inspection revealed a tear in the old driveline sheath repair, confirming the reported event. A driveline sheath repair was performed to mitigate the reported conditions. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. A possible root cause of the reported driveline sheath repair damage is excessive flexing the sheath repair. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the there was a crack at the old driveline repair silicon tape. A driveline sheath repair was performed according to fs0012 in the outpatient setting. The patient was not prepped for the procedure. There was no pump stop during the procedure. There was no impact to the patient.